Manufacturer narrative:
Abbott field service inspected the analyzer and replaced the valve manifold kit (rohs) part number 7-77612-03 due to the valve leaking. Service verified the system function by performing successful calibrations as well as a successful control run. No additional false depressed results were reported. A service history review of the architect serial (B)(4) identified no additional discrepant results, not any service or complaint issues that may have contributed to the issue. A review of complaint and trending data for valve, manifold kit (rohs) identified no issues or trends. A review of tracking and trending data in the product monitoring review for architect/alinity ia systems revealed no systemic issues or adverse trends related to the discrepant result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no further information was provided.

Event description:
The customer reported they obtained a (B)(6) cmv igg result on the architect i2000sr analyzer. The sample ((B)(6)) was retested and it generated a (B)(6) result of (B)(6). The customer also indicated the patient was previously tested at an alternate facility (method unknown) and a (B)(6) cmv igg result was obtained. No impact to patient management was reported.